Event description:
It was reported that during a lead repositioning procedure, the lead tested normal with the system analyzer, and when connected to the chronic device, high capture threshold was observed. This process was repeated with the same results. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported threshold anomaly was confirmed in the laboratory via review of the programmer printouts. The device was tested on the bench and no anomaly was found. The cause of the threshold anomaly could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.